Event description:
This device was implanted on (B)(6) 2000 and was explanted on (B)(6) 2011 due to normal battery depletion. The battery was completely dead. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).